Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection double stapling procedure. The stapler was being used for the double stapling anastomosis. The surgeon fully squeezed the handle and fired the device. Then rotated the twist knob two full turns and tried to remove the device from the patient. However, the surgeon felt the device was lodged on the anastomosis site and removed it by force. Leakage was noted from laceration on the mouth side of anastomosed intestinal canal. The surgeon additional resected the intestinal canal, re-anastomosed by another stapler and complete the procedure. Additional tissue resection was required due to the issue. There was tissue damage. The surgical time was extended by more than thirty minutes. The status of the patient is no problem.